Manufacturer narrative:
The 7f amplatzer torqvue 45 delivery system was received at sjm and decontaminated; the dilator was not returned for analysis. The sheath was cut 22.7 inches from the distal end of the strain relief and the tip of the sheath was inverted. There were no anomalies found on the other returned components. Advancement, deployment, and retraction could not be tested due to the cut sheath. A test 7f sheath was used to test advancement, deployment, and retraction of the returned 12mm amplatzer septal occluder. During manufacturing, this delivery system underwent a series of inspections and tests to confirm proper function, including a test loading of the dilator and sheath. A review of manufacturing documentation confirmed this delivery system successfully completed these tests, prior to shipment.

Event description:
The left atrial disc of the 12mm amplatzer septal occluder (aso) became stuck during retraction into the 7f amplatzer torqvue 45 delivery system (dtv45) sheath. The patient was referred to the surgical department to remove the aso & dtv45 sheath. After removal from the patient, the dtv45 sheath was distorted and deformed. Please reference MDR# 2135147-2013-00073 for the 12mm aso.